Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. Additionally, the risk was unable to be assessed as the complaint was unable to be confirmed.

Event description:
It was reported that during an (B)(6) 2020 shoulder scope with labral repair the surgeon experienced issues with three ar-3638 knotless fibertak anchors (lot 11001276). All three devices were from the same lot. The three devices all malfunctioned in the same way. As the surgeon attempted to shuttle the repair suture through the anchor body, the stitch kept getting caught within the sheath. All the sutures were cleared of any tangles before they shuttled the repair stitch. It appeared that they all got stuck at the same point along the suture for each of the three anchors. Once they switched to a different lot number the case proceeded without issue. No additional incisions were made however they were unable to put another anchor in a portion of the glenoid because they ran out of bony real estate after the three anchors failed in that position. Additional information obtained 11/17/20: this issue happened when the surgeon was trying to put an anchor to tack down a section of the anterior labrum. He then moved toward fixing the posterior labrum, and it worked fine with the anchors from the new lot number. The majority of the tear was posterior, so he ended up leaving that anterior portion alone after they tried unsuccessfully three times. They had to cut the anchors out so they were not salvageable. The surgeon was able to cut the sutures and use a grasper to remove the remnants of the anchor. Reporter states there did not appear to be anything left in the patient from the anchors that had issue. No additional or larger incisions were needed. The anchors set properly, but there was an issue with the all-suture sheath. The repair stitch would get caught within the anchor body, and once they used a different lot number there were no issues. It was reported that the doctor is experienced with use of these particular anchors.